Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement reported.

Manufacturer narrative:
Updated: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes and investigation conclusions) and h11 a getinge field service engineer (fse) stated, during simulator testing low he alarm was triggered and low pressure was observed in both the high and low he tanks. A slow leak was identified at the special seal for the external he tank. The special seal on high pressure tank was replaced, and the system was retest with fully field he tank. No leak was detected after the replacement. Functional testing passed without issue.

Event description:
N/a.